Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was the error code 40021. The error codes were cleared and software updated to version 1.14.26 to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.